Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. A additional observation not reported by site was that the instrument's ceramic sleeve was broken at the grip. The broken fragment(s) was not returned with the instrument. Evidence not conclusive, but damage to the ceramic sleeve was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the cable of the permanent cautery spatula instrument was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.